Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in the mount properly. Data was successfully extracted from the returned sensor using approved software. Sensor was found to be in sensor state 3 (paired state, sensor works in this state all 14 days). Visual inspection was performed on the sensor plug assembly, and liquid contamination was observed on the sensor¿s pcba (printed circuit board assembly). Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings and the observed liquid contamination did not impact the sensor¿s ability to generate accurate readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.